Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred resulting in additional intervention. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. A 2.25 mm x 20 mm nc emerge balloon catheter was advanced for dilatation. During the procedure, the shaft of the balloon broke, and a trapping device was used to remove the balloon catheter. The procedure was completed, and no patient complications were reported.